Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1070 (mg/dl). Customer administered a correction bolus with the pump and went to the hospital. Customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis and pneumonia. While in the hospital, customer was treated with insulin injections. Customer was released from the hospital on (B)(6) 2016. Troubleshooting with tandem technical support on (B)(6) 2016 indicated that pump was performing as intended. Recommendation was made to call tandem technical support for any future questions or concerns. Customer acknowledged.